Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding their implantable neurostimulator (ins) for movement disorders. It was reported the patient was having a MRI to determine if the patient had a stroke or a mini stroke. No further complications were reported as a result of this event.